Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient's cup had rotated within the acetabulum and was consequently revised due to loosening. Additionally the femoral head, cup and liner were explanted. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: release of pe particles, aseptic loosening, osteolysis due to pe wear due to insufficient connection strength between shell and alpha inserts. Possible: products were not returned for the investigation, therefore cannot be excluded. Release of pe particles, aseptic loosening, osteolysis due to pe wear due to motion between inserts and polar plug. Possible: products were not returned for the investigation, therefore cannot be excluded. Release of pe particles, aseptic loosening, osteolysis due to pe wear due to motion between inserts and screw plug. Possible: products were not returned for the investigation, therefore cannot be excluded. Migration, aseptic loosening due to insufficient primary stability due to design. Not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. Migration, aseptic loosening due to insufficient secondary stability due to surface structure. Not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment defined in complaint investigation wt-wi 295785 or in the current pms process cp12100 post market surveillance. Aseptic loosening due to insufficient connection between bone screw and shell. Not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. Migration of shell long term, aseptic loosening due to insufficient secondary stability due to design. Not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. Fracture/ damage/ loosening of the shell, liner and bone screw due to wrong behaviour of the patient. Possible: no information regarding the patient activity is known, therefore cannot be excluded. Migration, aseptic loosening due to wrong size of shell, operation technique and use of instruments. Possible: no surgical report was received, therefore cannot be excluded. Increased wear, loosening or fracture of components due to patient with high body weight. Possible: patient bmi is not known, therefore cannot be excluded. Conclusion summary : according to the reported event the acetabular cup and liner and the humeral head were revised due to possible cup loosening after 5 years 2 months in-vivo time. Neither x-rays, operative notes, office visit notes, nor the explanted implants were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore, due to significant lack of information, it is not possible to perform an in-depth analysis of the reported event. One possible root cause for the cup loosening might be the implantation technique of the surgeon leading to lost / no achievement of the press fit fixation. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient's was implanted a allofit shell with polar screw plug, uncemented, 54/jj on an unknown side on (B)(6) 2012 and it has rotated within acetabulum and the patient underwent revision surgery on (B)(6) 2017 due to acetabular loosening.